Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 9.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient mother reported that the patient experienced infusion set cannula was bent within 3 hours of insertion at thigh and arm on (B)(6) 2024, which cause the patient blood glucose levels was elevated to 527 mg/dl, therefore patient had changed out the infusion set every time. The patient mother also reported that her daughter had large ketones. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.